Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a keypad anomaly and a button error alarm. The customer¿s blood glucose was 504 mg/dl at the time of incident. Customer stated that the insulin pump numbers were scrolling and had a button error alarm. Keypad anomaly troubleshooting was performed and unable to confirm if the time is advancing. Customer had a high blood glucose of 504 mg/dl and treated. No high blood glucose troubleshooting was performed. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Device received with no button response at esc, act, up and down due to unlocked lcd keypad connector during visual inspection. No button error alarm during testing. However, corrosion was found at the keypad traces. The information provided in the section of concomitant product with the initial report was incorrect. The correct information has been included with this report.